Event description:
The customer contact reported a s320 (led error - pmc. Left) and s321 (motor error-pmc. Left) malfunction alarm codes were seen in the device history. The device was returned to the clinical engineering dept for an unspecified reason. No tracking info was provided, therefore, specific pt info, pump programming or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, a s320 (led error - pmc, left) and s321 (motor error-pmc, left) malfunction alarm codes were seen in the device history. No add'l info was provided.

Manufacturer narrative:
The device mechanism has been received. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.